Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple alarms (alarm 30 - motor stall) occurred with multiple cartridges during the load process. There was no impact to customer's blood glucose. Reportedly, the customer reverted to an alternate pump for insulin therapy.